Event description:
Customer called stating that he took too much insulin based on his breeze 2 meter reading and passed out. There was no specific data to support the allegation. Customer was advised to return the test strips. Replacement strips and new meter were sent.